Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked and have a hole. During fluid path testing, fluid diverted through a hole in the kinked area of the soft cannula. The exact cause and timing of the damage could not be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 330 mg/dl. In addition the patient reports having both tenderness and swelling at the pod infusion site (abdomen). As treatment, the patient applied a new pod.